Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited intermittent oversensing of artifact and undersensing resulting in false pause detection. The icm remains in use. No patient complications have been reported as a result of this event.